Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, electrical sparking and a burnt smell was noted from the ac receptible when connected to ac power. There was no report of any delays in critical therapy or adverse pt events. No additional info was provided.